Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was cleaned to resolve the issue. Customer contact reports no patient information available. Legal manufacturer: hcs madison (B)(4).

Event description:
The hospital reported an error during a case that resulted in an inability to initiate mechanical ventilation. The patient was manually ventilated until the unit was replaced and case resumed. There was no patient injury.